Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received on 2025-sep-29 from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient went for an MRI on (B)(6) 2025 and they turned the stimulator off for the MRI. The patient was not sure if they turned it back on right because it hadn't been working right since probably a week after the MRI. The therapy was helping as far as the bladder area. The patient said it was hurting their back around where the stimulator was. The patient was assisted with checking their settings and the stimulation was on. The patient lowered the stimulation and they said it felt better. The patient would maintain the stimulation level and would continue to track symptoms. The patient was redirected to their doctor if the issue persisted. The patient said they hadn't seen their doctor since the implant. The patient stated they were seeing their doctor's physician assistant (pa), but the pa left. The patient just heard they got a new urologist in town. Additional information was received from the patient on 2025-oct-21. They called back and repeated that they'd had a big problem with [their device] ever since they had an MRI on (B)(6) 2025. The patient stated the whole area would start throbbing.